Manufacturer narrative:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was swollen and exposed when the packaging was opened. The device was discarded, and another device was opened. The second device from the same lot did not have exposed sealant but the patient did not achieve hemostasis. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The devices were not returned for evaluation. The product history record (phr) review of lot f2522502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported against the first device of ¿sealant-sealant exposed prior to use-access site not lost¿ could not be observed as the device was not returned for analysis. Additionally, the event reported against the second device of ¿sealant-failure to achieve hemostasis¿ could not be observed as the device was not returned for analysis and procedural images were not received. The exact cause of the failures experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the exposed and swollen sealant noted when the device was opened. However, storage and/or handling factors are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, proper placement of the sealant at the arteriotomy or venotomy, and the patient's compliance to decreased mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis. However, patient factors, pharmacological factors and/or handling factors of the device are possible. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs during the device preparation step, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing.¿ it should be noted that if the device was grabbed by the catheter handle instead of the green or gray shuttle hub when being removed from the packaging, the shuttle could detach from the black handle, resulting in the sealant being exposed prematurely. The IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU instructs the user, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the information available for review suggests that the reported issues could be related to the design or manufacturing process of the units. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) was swollen and exposed when the packaging was opened. The device was discarded, and another device was opened. The second device from the same lot did not have exposed sealant but the patient did not achieve hemostasis. There was no reported patient injury. The devices will not be returned for evaluation.